Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Myocardial perforation of the right ventricle was reported. Increased threshold was observed. The patient was transferred to another hospital for lead revision. The lead was repositioned.